Manufacturer narrative:
A review of the mfg documentation of the explanted devices found that no anomalies or deviations potentially related to the reported event occurred during mfg. A review of sterilization records found them to be satisfactory. This is the final report.

Event description:
A report was received that a pt's precision system was successfully explanted, due to an infection at the pocket site. The pt is reportedly doing well.